Event description:
It was reported that the customer was experiencing high blood glucose and was not sure her basal rate insulin was being delivered. The customer was advised to contact her doctor for details on her settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).